Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fully implanted intraocular lens (iol) was removed and replaced during the initial surgery due to observing that the leading haptic broke. Account indicated that the incision was enlarged to remove the lens from the patient's right eye. There was no further medical or surgical intervention required. The lens is not available for evaluation. The patient has reportedly fully recovered. No further information available.